Event description:
The customer reported obtaining erroneous non-reproducible elevated hstni (access high sensitivity troponin I, part number b52699 and lot number 338307) for one patient from the customer's dxi (dxi 600 access immunoassay analyzer w/dual gantry), part number a71461 and serial number (B)(6). The erroneous elevated results were released from the laboratory. There was a report of change to patient treatment which occurred in connection with this event. The customer reported that there may have been change to patient treatment as cardiologist indicated there was change to treatment. Although beckman coulter attempted to collect additional information detailing the change to treatment, the customer was unable to provide any additional information. The customer stated no death or injury to patient due to the erroneous elevated hstni results. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. System check and calibration were passing within specifications at the time of the event. The customer's quality control was out of range high on the date in question but was passing on other days before and after the event. The customer did not express concern about potential carryover. The sample was collected in a lithium heparin tube. Customer did not know if the sample was a full draw. Samples were centrifuged at 5100 rpm for 5 minutes. Other sample processing and storage information was not provided.

Manufacturer narrative:
A1: full patient identifier is (B)(6). A2, a3, a4 and a5: the customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. H3 and h6: the access high sensitivity troponin I reagent was not returned for evaluation. The available information does not reasonably suggest that the system has malfunctioned. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. Calibration was passing within specifications at the time of the event. Although the customer's quality control was out of range on the date of the event, there is insufficient evidence to reasonably suggest a malfunction as the customer's system check run the same day passed within specifications and there were no reports of issues with other assays. In conclusion, the cause of this event cannot be determined with the available information.